Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is intermittently unresponsive requiring multiple presses to evoke a response. The patient is reported to wear the pump attached to a belt and uses a damp wash cloth to clean the pump every other day. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was peeling at the up arrow keypad button. On testing, the contrast and down arrow keypad button responded appropriately. The up arrow and ok keypad buttons had intermittent response. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the all the button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.